Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilators touchscreen had a dimple due to impact. No patient harm reported. Event date not specified: estimate used.

Manufacturer narrative:
Date of report: 01jul2019. Date received by manufacturer: 28jun2019. Although requested, it was not confirmed if the device was in clinical use at the time of the reported event. No patient or user harm was reported. The field service engineer (fse) performed remote troubleshooting with the customer. The fse provided the customer with the part ID for a replacement touch screen. The customer reported that the problem was resolved by replacing the touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.